Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. Product packaging and label were returned, and product information was verified with tw. Upon visual inspection, the device was received with a needle protector and with a yellow guard attached to the needle. The device appeared to have residue throughout and was received fully primed with both slides pulled back. Upon functional testing, to prime the top was pushed into the device and was able to lock into place. The bottom slide was then pushed into the device and was able to lock into the device. The device was fully primed with no issues. The device was further tested by cocking and firing the device 3 times into the chicken breast using each trigger for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were collected with no issue. Therefore, the investigation is unconfirmed for reported failure to fire issue as the device was able to be fully primed and fire with no issues and all samples were obtained with no issues. A definitive root cause for the failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a ultrasound guided renal biopsy procedure using maxcore instrument. It was reported that during the procedure, the device inner needle fired, and outer needle was allegedly not fired properly. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. However, sample were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided renal biopsy procedure by using maxcore instrument. It was reported that during the procedure the device inner needle and outer needle was allegedly not fired properly. There was no patient reported injury.